Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was confirmed. The exhalation differential pressure transducer (B)(4) is shifting. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer performed troubleshooting; but the issue was not resolved. The customer reported the exhalation flow transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.